Manufacturer narrative:
The explanted device was returned for laboratory analysis. This report wil be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this pacemaker died suddenly. The device was explanted on the date of death and was programmed off two days later, to preserve any stored electrograms. Interrogation of the device four days post-mortem found v-tachy episodes on the date of death. The suspected cause of death was sudden cardiac death due to ventricular fibrillation (vf). There had been no impedance problems with the system leading up to the patient's death. However, one day before the patient died, the right atrial (ra) lead exhibited a high, out-of-range impedance measurement of greater than 2,500 ohms. The right ventricular (rv) lead exhibited a low, out-of-range impedance measurement of less than 100 ohms. The patient's death was not related to these impedance problems.

Manufacturer narrative:
When the pacemaker was returned, a copy of the device memory was provided to engineering for evaluation. The device model performs the daily measurement every 21 hours and uploads to trend every 24 hours. Engineering review of the device data determined the recording of the date and time for the measurement in the daily report listed as (B)(6) 2017 occurred on (B)(6) 2017 at 20:00 (plus or minus 1 hour). This means the out of range measurements happened after the v-tachy episodes that occurred on (B)(6) 2017 at 14:33 through 14:39 and after the patient¿s death. There were no lead problems observed at the time of the arrhythmia events. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all set screws moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.